Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The reported sheath shredding was confirmed. The difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted, using a starclose se device, after a popliteal angioplasty interventional procedure. Reportedly, the sheath would not split completely and a bit of the sheath shredded. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: description of event.

Event description:
Subsequent to supplemental #1 medwatch report, the following additional information was received. The clip failed to deploy. Reportedly, when the deployment button was depressed, it felt "spongy and unresponsive". No click was heard and no sign that the clip had fired. The sheath had caught up with the locator wings, which may have occurred during withdrawal of the device. Manual arterial compression was applied to achieve hemostasis. No additional information was provided.